Event description:
(1/2 reference (B)(4) for attachments and related complaints) patient connected to solis cadd vip pump (serial #(B)(4)) for epoch protocol (etoposide, doxorubicin, vincristine) to be given continuous IV over 24hours. Pump programed correctly however at the 24hr mark approx. 50cc still remain to be infused, although pump reads infusion complete, 500cc infused. PICC patent, clamp open.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing involved accuracy testing, including (B)(4) hour accuracy tests. The pump was found to be within specifications and passed the accuracy tests. The complaint allegation was not confirmed. One possible, but unconfirmed, problem source was listed as the cassette. The expulsor assembly was replaced as a preventive measure. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records.